Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found a tear in the exposed portion of the soft cannula, causing fluid to be unable to flow through the complete fluid path. It could not be determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. It could not conclusively be determined if this damage contributed to the reported events.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 360 mg/dl, while wearing the pod between 5 and 24 hours on the back. Insulin was noticed to be leaking out and the cannula was found bent after pod removal. A new pod was applied to treat the hyperglycemia.